Event description:
Physician was doing an adenoidectomy on this patient. He was using the bovie and he thinks there was a small break in the coating of the instrument that caused the burn. Dr. Stated that there was a small area on the uvula that was affected.